Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that patient's left hip was revised due to pain. Surgeon reported that the cup had shifted. Patient was revised to a titanium revision shell, mdm/adm liner construct, and a -4 metal head. Surgeon does not feel that any stryker devices are at fault.